Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The patient's attorney has alleged: (B)(6) 2011 - the patient underwent an unspecified procedure with implant of a bard/davol flat mesh.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered severe complications following the surgery, including severe pelvic pain, spasms, vaginal prolapse and underwent a vaginal vault suspension, reinforced vaginal ceiling, lysis of adhesions, abd sacrocolpopexy harvest and implantation of rectus fascia autograft, chronic constipation, cystocele, enterocele, hernias, obesity, pelvic trauma, rectocele, recurrent vaginal pain and urinary incontinence, urinary retention (¿unable to void without meds to relax¿), uterine prolapse, wound healing problems ¿¿developed into a hernia¿. No medical records have been provided; however, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Adhesion and recurrence are known inherent risks of surgery and is listed in the instructions-for-use as a possible complication. As a result of these injuries, patient alleges currently seeing, or has seen a doctor or healthcare provider for each of the bodily injuries reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2018: the patient's attorney has alleged: (B)(6) 2011 - the patient underwent an unspecified procedure with implant of a bard/davol flat mesh. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: (B)(6) 2013: the patient complained of severe pelvic pain, spasms and underwent a revision procedure which included removal of the vaginal mesh (bard/davol bard flat mesh) and an enterocele repair. (B)(6) 2014: the patient complained of severe pelvic pain, spasms, vaginal prolapse and underwent a vaginal vault suspension, reinforced vaginal ceiling, lysis of adhesions, abd sacrocolpopexy harvest and implantation of rectus fascia autograft. (B)(6) 2011-(B)(6) 2016: the patient had seen multiple healthcare providers with additional medical treatment due to pelvic pain. Alleged patient suffered from adhesions, chronic constipation, cystocele, enterocele, hernias, obesity, pelvic trauma, rectocele, recurrent vaginal pain and urinary incontinence, urinary retention (¿unable to void without meds to relax¿), uterine prolapse, vaginal vault prolapse, wound healing problems ¿¿developed into a hernia¿ after implant of the bard/davol mesh. Bodily injuries alleged as a result of the pelvic mesh product of: bladder spasms-contractions, urinary retention, chronic urinary urgency/frequency, pain with the urinary process, bowel issues-stool softeners and laxatives which keep you close to or constant awareness of a toilet, inoperable complex hernia, infections, excessive scar tissue, paper thin vaginal wall, reconstruction to build up vaginal ceiling, marital/sexual issues, side effects of all medications, embarrassment at work, stress, anxiety and depression. Alleged outcomes attributed to device of pain, erosion, urinary problems and vaginal scarring. Patient alleges before implant of the bard/davol mesh product she performed daily living activities, physical fitness, household tasks and employment related activity.¿ as reported after implant of the mesh product, the patient is unable to stand, sit and lift. Patient alleges currently seeing, or has seen a doctor or healthcare provider for each of the bodily injuries reported.